Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2019. It was reported that the customer had high blood glucose levels ranged from 20.0 mmol/l to 23.0 mmol/l. It was reported that the customer passed out for a bit and was treated with intravenous drip and insulin. It was reported that the customer also reported that the insulin pump fell and was broken. It was reported that the location of the damage was the bottom of the insulin pump. Troubleshooting was performed. The customer was advised to disconnect from the insulin pump. Product is expected to return.